Event description:
A report was received that during reprogramming the pt stated that one of her ipg's would not charge since being implanted. The bsn sales rep attempted troubleshooting and confirmed the ipg will not hold a charge. The pt's physician will determine the next course of action. See scanned page.